Event description:
There was no patient involved in this event. This device status indicator led is not flashing on and off. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.